Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. References both the main component and the other applicable component codes.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's left side was not working and it had not been working for some time. Patient reported that nobody knows what's wrong with it. Patient stated they don't know what to do and want it removed. Patient stated she wanted to know if there was a recall on this because all of a sudden it's broken. Patient reported they had been in pain on their left side and still was in pain. Patient reported the manufacturer's representative checked it and stated there was no connection on the left lead. Patient stated the rep tried twice to check it and stated it was not working. Patient stated she believed there was a problem with where and how the system was placed. Patient stated the rep stated the lead had not moved, but it was not working. Patient inquired about warranty information stating "is that fair that the device breaks in my body?" Patient stated they did not know that if ever worked on that side because they never had a problem with their left side hurting them. Patient initially stated the problem was discovered a bout 6 months ago but later stated it had been "broken" for a year. No furthercomplications were reported/anticipated. Additional information was received from a manufacturer's representative (rep). It was reported that the rep was notified of the broken lead/system not working on (B)(6). It was reported the rep did an impedance check and the hcp already knew the lead was broken. After looking at nlink records the rep indicated that another rep met with the patient prior to than them meeting with the patient. It was reported patient was not feeling stimulation on left side. The patient is scheduled a revision surgery but cancelled it because they were fine without it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was in the hospital right now receiving pre-testing to have the implant removed on (B)(6) 2018 and the hcp taking it out told her to call the manufacturer to have a representative present at explant so that the implant could be returned to the company. Patient stated she wanted implant returned because she wanted to see if anything was wrong with it but was never given a reason as to why it was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient has been trying for a year now to get her device removed because it was broken. Patient reported she finally found a doctor. Patient stated the doctor stated there would be a manufacturer's representative present at her scheduled surgery on (B)(6) 2018 to remove device and sent to manufacturer for analysis to find any defect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient requested information of her implanted components and wanted a list of them as well as implant/explant date for her new hcp. It was reported that the patient was still in pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left side was not working and it had not been working for some time. Patient reported that nobody knows what's additional information was received from a patient. It was reported that cause was determined however patient was never aware of the cause. Patient reported being implanted on (B)(6) 2014 and that it stopped working before (B)(6) 2016 and that they've been in pain since then.